Event description:
Medtronic received information that after the implant of this bioprosthetic valve, perforation of the left ventricle was identified. Pcps (percutaneous cardiopulmonary support) was applied and the bioprosthetic valve was explanted and replaced with a mechanical valve. Two days post-op, the patient expired. The autopsy revealed that sutures were placed too deep in the ventricular tissue, causing the ventricular rupture.

Manufacturer narrative:
(B) (4): evaluation = device reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event attributed to implant technique. Analysis: no product was returned for analysis. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There was no allegation regarding the valve function or performance. The results of the autopsy suggest that user technique contributed to the ventricular rupture.